Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the atrial lead was undersensing during atrial arrhythmia episodes on the current and stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.